Event description:
Pt reported she is unable to program basal or bolus rates due to defective up/down button. Pt reported infusion device "just beeps at her." No additional info was available. Infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.